Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous coronary intervention (pci) procedure with bare metal stent. Reportedly, when the plunger was retracted an anterior cuff miss occurred. The vessel was re-wired using a 0.035" guide wire and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae. No reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported anterior cuff miss. Analysis of the returned device revealed that the posterior foot was broken and the posterior needle tip was dull. This is consistent with a posterior cuff miss as the posterior needle was deflected during needle deployment and struck the foot instead of engaging with the posterior cuff inside the posterior foot pocket as intended. This would have resulted in a failure to retrieve the suture and could appear very similar to the operator as the reported anterior cuff miss. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.